Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7092970, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to impedances. The patient underwent revision procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to impedances. The patient underwent revision procedure and was doing well postoperatively. The explanted device will not be return per facility policy.